Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device fails to show monitor live images. Upon some functional tests the fse confirmed that there was malfunction with the monitor. The fse rearranged control room monitors so that patient data could be viewed on screen in front of window to the exam room, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the output of live / reference monitors in procedure room not being displayed. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.